Event description:
Customer allegedly attempted to close the leg rest assembly and found it to be difficult to close as well as when the leg rest assembly was closed, there momentum through them out of the chair. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 566fa07-7, serial number/date code and age of product are unknown at this time. This is a 56 series recliner-transporter. The patients age, height and weight are unknown. The patients medical condition, stability and medication regimen are unknown. The patients technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the patient was seated in the recliner and when they attempted to close the leg rest assembly the patient found it difficult to close. The patients momentum when closing the leg rest allegedly threw them out of the recliner. This was not witnesses by a staff member or anyone else. No injury alleged.